Event description:
It was reported by the customer that a bd pyxis medstation es auxiliary system unexpectedly went black during user access the narcotic drawers. The customer added that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h4, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-oct-2022 to 25- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 5b two drawer failed. Replaced interface board on drawer 1 and drawer board on 2.1, which resolved the issue. Logged into hta app to verify all cubies working correctly in drawer one and two. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly went black during user access the narcotic drawers. The customer stated that there was no procedure or ham, but they were unsure of delays and medications required. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the screen black out was due to interface board failure. A field service engineer replaced drawer interface board to resolve. The system was functional as intended.